Event description:
It was reported the device failed accuracy test during testing. No patient involvement was reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The reported problem was duplicated. After running three accuracy tests, the pump was found to be over delivering according to the manufacturing specifications. The expulsor assembly will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.